Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a fever and loss of consciousness and was unable to self-treat, requiring treatment of glucagon by family member and later, self-treatment of coca-cola. There was no report of death or permanent injury associated with this event.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a fever and loss of consciousness and was unable to self-treat, requiring treatment of glucagon by family member and later, self-treatment of coca-cola. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was downloaded successfully, sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug, observed broken snaps. This causes poor connection between the rubber contacts and printed circuit board (pcb) contacts, which may cause the sensor plug to be unable to form a proper seal. Extended visual investigation has been performed on the returned sensor plug and observed that the snap was broken off, causing improper seating of the plug in the mount. This causes poor connection between the rubber contacts and printed circuit board (pcb) contacts, which may cause the sensor plug to be unable to form a proper seal leading to liquid ingress onto the pcb. Therefore, this issue is confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a fever and loss of consciousness and was unable to self-treat, requiring treatment of glucagon by family member and later, self-treatment of coca-cola. There was no report of death or permanent injury associated with this event.